Event description:
The customer stated that when the architect analyzer generates error code 3350 (unable to process test, aspiration error) the instrument changes the position of the identification of the samples. The customer has to repeat the entire run due to possible identification errors. There was no report of incorrect results being generated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In- house testing was performed. When (B)(4) were generated, the customer's alleged incident of the architect i2000sr changing the carrier position of the sample identification (sid) was unable to be reproduced. The in-house testing showed that the software is performing as intended. In addition a review of the customer's returned system logs and database was performed and the issue was unable to be confirmed. The complaint analysis and trending system (cats) and the architect problem reporting system (prs) databases were reviewed and no similar complaints were identified. No malfunction was identified. This is the final report.